Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wfa for liver cancer, when puncturing with a device, a metal guide was used as guide needle. Puncture could not be performed smoothly and became in a state as if press the mental guide. After puncture and removal were repeated multiple times, the green coating near the tip of the antenna got broken. Nothing completely disengaged from the device. The surgeon asked the sales rep if it was able to continue being used and was told it was unable to be used because of the abnormal condition. Nothing fell into the patient's cavity from the broken device. Another device in the hospital was used to complete the procedure.